Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During procedure when assessing position, the physician noted a blood clot on the closure device by transesophageal echocardiography (tee). The implanting physician attached syringe and aspirated the clot through the was sheath. The thrombus was no longer assessed by medical staff on the tee. The physician continued with procedure and implanted the closure device. There were no patient complications.